Event description:
It was reported by a physician that after a coronary drug eluting stenting treatment procedure, the pt developed a rash. The pt was started on plavix and tricor at the time of the intervention. When the rash was discovered, the physician changed the pt to ticlid and stopped the tricor and plavix. The pt was also started on steroids. The rash had decreased but was still present at the time of notification. It was indicated what the timeframe was between the procedure and the reaction. The physician does not feel the rash was due to antiplatelets as the pt was on that medication in the past without any problems. The physician suspects involvement of the taxus express2 drug eluting stent in this reaction. It was recommended that the pt follow up with immunology or an allergy consultant to establish further care of the pt. No further complications have been reported.